Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's pod continued to deliver insulin despite manually pausing insulin delivery. The patient's blood glucose level decreased to 40mg/dl. The pod was removed, after which it continuously beeped as well as appearing to continue to expel insulin. The patient treated the hypoglycaemia with dextrose. No medical assistance was required.